Event description:
Customer reported that on (B)(6) 2014 she received erratic readings from her adc blood glucose meter, while participating in an unspecified clinical trial. Customer reported receiving readings of 373mg/dl, 314mg/dl, 40mg/dl, 95mg/dl and 83mg/dl within 10 minutes of each other. All tests were performed on the finger. The readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional evaluation, method: the reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Most of the reported readings were found in the meter's memory with the exception of reading 314 mg/dl. In addition, detained test strip samples from the same lot reported by the customer (4500161764) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.